Event description:
The healthcare professional reported that on (B)(6) 2024, the patient with a history of atrial fibrillation and currently undergoing hemodialysis underwent a mechanical thrombectomy procedure targeting an occlusion in the right internal carotid artery (ica) via the combined technique. A 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 0000265218), a 5mm x 37mm embotrap iii revascularization device (et309537 / 24e122av), and a 132 cm cereglide 71 catheter (nic71132c / 31364338) were used. The devices were used in accordance with their respective instructions for use (ifus). After the emboguard bgc was advanced to the origin of the ica using the intermediate catheter, an attempt to advance it distally using a guidewire was unsuccessful. The intermediate catheter was withdrawn. The cereglide 71 catheter, trevo trak 21 microcatheter (stryker), and chikai¿ 200cm guidewire (asahi intecc) were inserted to cross the target lesion. The trak microcatheter was advanced to the distal m1 segment and the cereglide was advanced to the ic-top. Subsequently, an attempt to advance the emboguard was made, but ¿it behaved as if the tip got stuck and would not advance at all.¿ as a result, one pass was made in this position resulting in the proximal m1 getting occluded. The lesion was crossed again and the trak microcatheter was advanced to the m2 segment. The cereglide was pushed but it could not be advanced from the ic-top and as a result, the emboguard became unstable and ¿almost slipped out.¿ it was reported that ¿the thrombus was retrieved from this state.¿ at this time, the emboguard which had been under tension in the direction of the forward movement, advanced to around the c4 segment, and it ¿bounced and fell out when the embotrap and cereglide were removed.¿ angiography confirmed that the area around the middle m1 was occluded, and a carotid cavernous fistula (ccf) had formed. It was reported that the thrombus at the middle m1 segment was retrieved via the adapt ((direct aspiration first pass technique) using the cereglide catheter. Recanalization was achieved, but the ccf remained. Continuous flush was maintained during the procedure. It was reported that the patient is still in the hospital for observation after undergoing post-operative computed tomography (CT) scan. The treatment plan will be decided at a later date. The following is the physician¿s assessment: ¿non serious. Judged by looking at the blood path leaking from the artery. [The] relationship of the device to the adverse event by the physician¿s opinion is yes.¿ per the physician¿s opinion, ¿the emboguard was completely unstable. When the cereglide was pushed, the emboguard would go back, and when pulled the cereglide, the emboguard would move forward. It ruined the good points of cereglide.¿ additional information was received on 14-nov-2024 and 15-nov-2024. Per the information, the patient is still in the hospital and is undergoing rehabilitation. There were no clinical findings observed related to any presentation of issues from the reported carotid cavernous fistula. The patient was scheduled to have an MRI on (B)(6) 2024. Related to the information, pre- and post- procedure mtici scores could not be obtained. The access point of the procedure was femoral. No peel-away sheath was used. The inner catheter (medikit) was used. The patient has highly tortuous vessel; the abdominal was also tortuous. The clot density was not known. The embotrap iii device made a total of two passes; there was no device performance issue related to the embotrap iii during the procedure. The information also indicated that the procedure was ¿somehow delayed, but unknown if it was clinically significant.¿ the duration of the delay was not provided. On 15-nov-2024, additional information was received indicating that anonymized images / angiographs of the procedure are not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (0000265218) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. Tracking difficulty and inadequate support are known potential complications associated with the emboguard balloon guide catheter. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. In this case, a thromboembolism and carotid-cavernous fistula occurred during the procedure. There may have been clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that contributed to the reported events rather than the design or manufacture of the device. Since the events occurred during the procedure and while the device was in use, the correlation between the events to the used device as a contributing factor cannot be ruled out. Additionally, the severity of the events is unknown, and the patient is still being hospitalized for observation. Based on this information and the assessment of the treating physician, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.